Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual inspections were performed on the returned device. The reported noise was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the mildly calcified right common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a "clunky sound" was heard during proglide foot opening. The proglide foot was closed and the device was removed from the patient anatomy. The second proglide device was used with the same results. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.